Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
Corrected data: the field investigation was completed but the report was filed in an incorrect complaint therefore, it was not included in the initial submission in error. This was identified on 17apr2018. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the reported event. The fse isolated the main board as the assembly causing the fault and replaced the main board with a known good replacement. Having met manufacture specifications and passing the operational verification procedure the device was return to the customer. The suspect assembly was not return therefore, no component investigation was performed.